Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit alarming even when not plugged in was confirmed via the returned mobile power unit (mpu). The mobile power unit (serial number (B)(6)) was returned and evaluated at the service depot. During evaluation, the unit was plugged in and it started beeping immediately. The patient cable was replaced with a known working cable and the issue resolved, indicating an issue with the patient cable. The entire mpu was forwarded to product performance engineering (ppe) for analysis. During evaluation, the mpu patient cable was then tested for current leakage and the red wire (echo) failed due to shorting to the cable shielding; this would result in the audible alarms observed during testing. The outer jacket of the cable was dissected to reveal a break in the red wire (see attached figure 1) which caused the reported event. Provided information stated that the alarm that occurred was audible. Additionally, it was unknown if the mobile power unit (mpu) had a v-lock connector on the ac power cord but the mpu was returned for analysis. In addition, the mpu alarms after being unplugged and not connected to a patient and there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event was determined to be a damaged wire in the mpu patient cable, causing the unit to alarm. During the investigation there was an incidental finding of damage to the connector nut on the mpu patient cable with a gap in the rubber casing. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped from abbott on 18feb2020. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, power cable disconnect, no external power, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was replaced during a clinic visit on (B)(6) 2021. The mpu alarmed at random even while not plugged in.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.